Event description:
It was reported that the patient underwent a lead replacement surgery due to the high impedance. During the surgery, the lead pin was reinserted into the generator to see if the high impedance was due to incomplete pin insertion, but it did not resolve through complete pin insertion. The post-op impedance values were within normal limits and the explanted lead was reportedly discarded after surgery.

Event description:
It was reported that a patient had high impedance identified during an office visit. A review of the lead manufacturing record confirmed that the lead had passed all quality inspections prior to release for distribution. No further relevant information has been received to date.